Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: one opened complaint sample was returned for analysis for code nw3718 lot v8004. Received pack was visually inspected along with suture and needle. The foil pack was inspected under a 10 x magnification for any damage and showed a multitude of wrinkles over the bottom foil. No defects are observed on the opened part of the sealing area. Two suture strands were received along with one fine knot away 5 cm away from suture breakage point was observed. Received needle was visually inspected and found satisfactory. Five retain samples of incident codes and lot number were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for straight pull test and found to meet the specification. As a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. From the above analysis, it is evident that there was no issue related to the suture quality and processing of this incident lot. As the complaint is related to performance-breakage suture, straight pull tensile strength test is applicable & measurable parameter. Straight pull test was performed over five retain samples to check the behavior of the suture material. The average straight pull tensile strength value of the retain sample was found to meet the usp average knot pull tensile strength requirement. All the individual as well as average straight pull test values were found to meet the usp specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an extra capsular cataract extraction surgery on (B)(6) 2019 and suture was used. When the surgeon was about to suture the cornea, she observed that the suture got snapped while taking 5th or 6th bite.